Manufacturer narrative:
The clinical review of the data downloaded using saverevo concluded that the device performed to specification in the diagnosis and treatment of the pt. After 46.115 seconds the amplitude of the vf was at the limit for a shockable rhythm and the device correctly prompted the "shock advised" message. When the device performed the double check the amplitude of the vf had fallen outside the limits of a shockable rhythm and the device correctly disarmed. At 56.099 seconds the device detected vf close to asystole, and requested correctly that CPR be started. There was a cycle of CPR followed by analyzing which continued until after 10 minutes the device requested CPR to stop. The CPR inadvertently continued. Continuing chest compressions during the CPR phase caused interference of the ECG and the device charged up and the device issued the "shock advised" prompt. Again following the double check the device failing to recognise a shockable rhythm correctly disarmed and did not proceed to instruct the user to "press the shock button now".

Event description:
This device was used in the sudden cardiac arrest of a (B)(6) male, in which the pt did not survive. The event was described as: ladder 1 responded to a report of an unresponsive pt at (B)(6), personnel entered the residence to gain access to a (B)(6) male pt. The unresponsive pt was in a supine position in bed. The pt's carotid pulse was assessed, and there was no pulse present. The pt was placed on the floor to start CPR. The defibrillator process was activated. The pads were placed on the pt's bare chest and the heartsine advised a shock. The shock was not delivered and the unit began analyzing. The unit advised a shock and shock was delivered. The process happened three more times. The pt was placed on a long spine board and transported to the hosp. Firefighter (B)(6) assisted with CPR en route to hosp.